Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read blood as control solution at 4:23pm on (B)(6) 2016 when she obtained a result of "132 mg/dl". The patient manages her diabetes with oral medication, diet and/or exercise. She reported that at 7:30am on (B)(6) 2016, she administered her usual dose of "levothyroxine 88 mcg". She indicated that 17 hours after the start of the alleged issue, she developed "headaches". She reported that at 11:30am on (B)(6) 2016 she self-treated her symptoms with "home oral medication". She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the patient's test strips had been stored correctly and the patient described the correct testing steps. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive any treatment for an acute diabetes excursion. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.